Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/05/2012. Additional information: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Cystic. Artery. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No information. Was any unexpected resistance felt while firing the trigger? No information. Were any unexpected noises heard? If so, when? No information. Did anything unexpected happen prior to this incident? No information. Was the device fired after this incident in or out of the patient? No information. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during five consecutive firing sequences causing the jaws to remain closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. The three remaining clip was conforming according to our manufacturing specifications and then, it locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.